Event description:
It was reported that during follow-up in clinic, intermittent capture and high, out of range, capture threshold was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient is in stable condition.